Manufacturer narrative:
The ventilator was reported to fail the pressure transducer test in pre-use check. Our field service engineer replaced the pressure transducer printed circuit board (pcb). No goods or logs are available for further investigation. A defect pressure transducer may lead to high pressure build-up in the patient circuit. If this pressure rises above the preset alarm level for high pressure the safety valve will open leading to the wrong tidal volume to be delivered to the patient or stop of ventilation. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).